Event description:
The customer stated a patient known to be hcv positive, generated nonreactive results on the axsym hcv v3.0 assay. In 2008, the patient yielded nonreactive results of 0.95 and 0.94 s/co on the axsym hcv v3.0 assay. On three months later, the patient generated reactive results of 1.03 and 1.14 s/co. The sample from march was retested and generated reactive results of 1.24 and 1.08 s/co. The patient was known to be hcv positive based on test results from another laboratory (method unknown). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.